Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the tip lighting lens had discoloration. In addition, non-reportable malfunctions were found during the device evaluation: due to damage on up/down (u/d) knob the water tightness was lost, the adhesive on bending section cover (a-rubber) had a crack, the light guide (lg) lens had a chip, the adhesive around light guide (lg) lens was peeled, the universal cord had a scratch, the protector of universal cord on suction connector (s-connector) side and control section side had a scratch, the connecting tube had a scratch, and the distal end had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope had water leaking from the operation unit angle knob. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the tip light lens discoloration was found. There were no reports of patient injury or harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the discolored lightguide lens issue could not be determined. However, the issue was likely, the due to and observed scratch on the lens and adhesives separation, due to external stress such as an impact. And resulting in an ingress of moisture/water around the light guide lens. The event may be detected, by following the instructions for use which states: operation manual: 3.2.: inspection of the endoscope. 7.: inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities. Olympus will continue to monitor field performance for this device.